Event description:
It was reported that "dr lien final tightened the set screws on left l4-l5 screws. Then due to screw trajectory, dr (B)(6) had to remove the set screws and rod. When dr (B)(6) removed the rod, the left l4 screw head just fell off".

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.